Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient had a revision on their spinal cord stimulator in either (B)(6) or (B)(6) 2020. Their healthcare provider re-ran their lead wires. No symptoms were reported.